Event description:
Attempted to place the patient on the ventilator. Ventilator alarmed "breathing circuit occlusion" the patient had to be ventilated with an ambu bag until another ventilator was obtained.ge field service called in to perform incident investigation. The engineer found the four screws holding the back of the device in place were loose. This allowed the gas module to slide backward.it is believed the expiratory valve that extends beyond the front cover had been dislodged when the module moved to the rear during transport to the critical care unit.======================manufacturer response for ventilator, engstrom carestation (per site reporter).======================ge field service engineer was called in to perform the investigation.